Manufacturer narrative:
(B)(4).

Event description:
It was reported the healthcare professional (hcp) noticed telemetry interference with implantable devices and the clinician programmer and the companies tracking system badges that patients were wearing. They would cause clinician programmer errors to occur. When they placed the badge away from the patient, they did not encounter telemetry issues. The badges were 455khz ir and 433mhs rf with a 1/70 sec rf message. They believed that because the badge sends out an ir report every couple of seconds, it was interfering with the clinician programmer telemetry and that was why the telemetry failed. The medication in the pumps was unknown.